Event description:
It has been reported to the co that during the procedure the balloon of this device broke while being used in conjunction with a competitors stent. The device was removed and replaced. The pt is reported as fine. The device is not being returned for the co's analysis.